Event description:
It was reported that one day post operation the right ventricular (rv) lead dislodged when the patient lifted their left arm above their head. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.